Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: three days after insertion, the catheter slid out of the bladder because the balloon had burst. No pt injury reported or report of retained product.